Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown, leading to high blood glucose that customer could not recall and requiring insulin injection. No additional medical assistance was needed. Customer turned off bluetooth connection because app was not used, was educated to acknowledge alerts and alarms promptly, was informed that insulin on board and maximum hourly dose reset to zero when pump turns off, and was assisted with software update and asked to fully charge pump when possible; customer resumed insulin delivery, agreed to follow these steps, was asked to upload pump logs for battery review, and case was closed by technical support.